Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported encountering an incompatible scope (e315) error and that no image was displayed during the pre-use inspection of the olympus colonovideoscope. There was no patient involvement.